Event description:
A balloon trocar came apart while in a pt. The physician had to retrieve the balloon with a kelly clamp, adding a small amount of time to the procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).